Manufacturer narrative:
One (1) used aes-90sc arthroscopic energy 90 degree probe was returned to conmed for evaluation on 14-dec-2015. Visual inspection by the r&d engineer found the probe appeared to be normal with no visual defects noted. After the unit was disassembled and the board removed, salt like deposits were identified at all three switch solder connections. Additionally, a long strand of some contaminant was found close to the coag button. The buttons were removed from the housing and inspected under the microscope revealing traces of white saline deposits. The inside of the housing was also inspected for evidence of saline intrusion. The underside of the handle appeared to have some slight evidence of liquid between the coag and setpoint buttons that cover the switches. The evidence suggests that the moisture intrusion occurred at the buttons. The reported further indicated that even though the aes-90sc arthroscopic energy 90 degree probe is intended for use within a wet environment; however, during surgery, the joint space is typically irrigated and some amount of saline may leak past the cannula and onto the probe handle. In this instance, the engineer believed that this was likely the source of moisture intrusion found at the buttons and the most probable cause of the reported problem. This lot with the UDI (B)(4) was manufactured on 18-nov-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to this type of damage to the probe. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. A review of the complaint history for the device family shows there have been no serious injuries or death related to this reported problem. This is a new product and is currently under review by the new product quality engineer (npqe). No further action is planned at this time. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not submerge or place the handle or cord into fluids prior to or during use. Unintended activation or damage to the device may occur.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy 90 degree probe with the arthroscopic energy generator (aes-1) in a rotator cuff repair procedure, the user noticed the alarm code appeared on the generator with an indication to replace the electrode probe. Upon inspection of the probe, the user observed the unit was firing without button being pushed. Reportedly, the problem occurred approximately 45 minutes into the procedure and after the probe had been fired successfully at least five times with no issues noted. The electrode probe was immediately removed, as it was no longer required for the remainder of the surgery. As reported, the shoulder arthroscopic rotator cuff repair procedure went on and was completed as planned with no further complications or serious injury to the patient.